Event description:
The suspected devices were returned to the manufacturer for the analysis on 10/06/2016. The reported failure to program on the wand was not confirmed in the analysis lab. There was no visual or mechanical anomaly observed. The continuity testing of the wand serial data cable and the wand battery cable passed. It was concluded that the returned wand performed according to the functional specifications. An analysis was completed on the returned motion tablet as well and the reported tablet issue was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The two usb cables were tested in the analysis lab. Both usb cables performed successfully with no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that physician had communication issues with his programming system. He repeatedly got the error message indicating an error establishing communication with patient's generators and that he should try repositioning the wand. The physician changed the wand battery (the light on the wand was illuminated for more than 23 seconds), tried repositioning the wand and reset his programming system several times, replaced the usb cable but this did not help. All connection cables were checked and no interference is suspected as the physician used the wand always in the same location. A new wand was requested. It was reported that the customer received the new wand but the communication issue persisted. Therefore is a new tablet requested as patient's visit was planned soon. Follow up indicated that the new tablet and new wand resolved the reported communication issues. It was also reported that the old wand was used three times connected to the three different usb cables and this resulted to three communication errors. The review of the manufacturing records confirmed all tests passed for the tablet and wand prior to the distribution. The suspected devices are expected to be returned but those have been not received to date.